Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, screws were placed at the incorrect levels in the spine and two levels were fused rather than one level. The site representative reported that there were no allegations of deficiency against a medtronic product. No additional information was provided.